Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had an infection in the pump, they were hospitalized and it was replaced on (B)(6) 2021. It was noted that the incision never healed and when the doctor went back in to close it they found proteus.